Manufacturer narrative:
The user did not enter the appropriate upper and lower limits for the qc samples according to instructions that are provided with the material. Consequently, qc results were not able to identify the issue with the calibration settings; the shift in results would have been obvious to the user. The issue is reported based upon the possibility that erroneous results were reported. Calibration records were reviewed and calibration biases determined. The sysmex director of medical affairs evaluated risk by reviewing a spreadsheet of patient data generated between (B)(6): if qc results were impacted and the instrument was run outside the qc ranges, the impact is best assessed by looking at the number of samples near medical decision thresholds. The medical interventions of highest risk are urgent interventions at time of transfusion. No bias was discovered in the hemoglobin and hematocrit parameters. Red cell transfusions are determined by hemoglobin concentrations, not rbc concentrations which limits the risk, and a 4% deviation of rbc counts with no deviation in hgb and hct is mitigating in this instance. Review of all low hgb values in which transfusion would be considered, were judged positive. The user stated that positive samples were sent to a reference laboratory for confirmation. A deviation in platelet counts of 2% is small when compared to the 25% pt limits for total analytical error, and is unlikely to have impacted medical decisions significantly. A wbc count recovering 12% low is potentially impactful in clinical conditions that are typically identified by increased wbc counts, and there might have been under recognition of inflammatory and / or neoplastic disease states depending on the sample populations affected. This may have led to late initiation of further investigation or intervention in some cases. This is the most impactful change in this instance, and is again dependent on the representation of samples tested. There was too an opportunity for normal samples to be characterized as slightly low, which may have triggered additional clinical investigation with less potential for severe deviations from established medical intervention.

Event description:
Software associated with the analyzer crashed on (B)(6), 2015; the analyzer was inoperable. The software was uninstalled and re-loaded, however, the uninstall process removed the calibration (.cal) files along with their settings. The software was re-loaded, but the calibration settings were not restored at that time. A shift occurred in the quality control (qc) results from (B)(6), but this was not recognized by the user. The user had not entered upper and lower limits of acceptability for e-check (xs) qc material. Qc material was run, but performance issues were not able to be detected. Review of qc data on october 21, 2015 made it obvious to a technical support specialist scheduling routine calibration that the shift occurred in july and that the analyzer was not performing within specification. Patient samples were run and results reported during this time. The user stated that when samples identified as abnormal, the samples were sent to a reference laboratory. Approximately 1950 samples were run during this time; 605 of these were judged as "positive." The analyzer was recalibrated. Calibration records were examined to determine the percentage of bias. Hemoglobin and hematocrit were not affected. Red blood cells had a 4 percent positive bias; and the following demonstrated a negative bias: platelets 2%, wbc-c 8 % and wbc-d 12 percent. Wbc-c is a particle-distribution count generated when only a cbc is ordered; the wbc-d is reported when a cbc + diff are ordered. Negative results were reviewed. A patient sample (run for a cbc + diff) with the highest wbc (wbc-d) count, at 16.19 x 10^3/ul, and judged negative, would have had a count of 18.13 x 10^3/ul factoring in the bias. Only 16 samples judged "negative" were run for the cbc only; of those, the highest wbc (wbc-c) count was 9.89 x 10^3/ul; it would have had a count of 10.68 x 10^3/ul with the proper calibration factor.